Event description:
The silver-hawk lx-m used in the sfa and popliteal. Perforation of tibial peroneal trunk after atherectomy was reported. Three passes made before device caught on what physician observed as calcium. Patient required a short segment of surgical bypass from the sfa to the tibial peroneal trunk. Patient condition is reported as stable.